Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose was 111 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. The customer also requested a new sensor because they were unable to use the current one. Nothing further was reported

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. Minor scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip noted.